Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a svc (superior vena cava) defibrillation impedance out-of-range alert triggered due to high svc impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.